Event description:
Pt presented to the operating room on (B)(6) 2019 for a mitraclip insertion. The clip was deployed. As per protocol the lock was tested under fluoroscopy. The lock failed, and the clip arms opened. Multiple attempts to reclose the device were unsuccessful. The mitraclip was unable to safely be removed from the pt, therefore the delivery system was anchored to the groin with a tegaderm and the pt required emergent redo sternotomy for mitral valve surgery and removal of mitraclip. The pt required an iabp and ECMO and was transported to nurse unit for post op care. He subsequently developed bleeding, shock, aki and left lower extremity ischemia. When it was determined there were no further effective treatments to offer the pt, support was withdrawn per family wishes and the pt expired on (B)(6) 2019.